Event description:
Additional information was received from a patient. It was reported the patient had turned the device off accidentally resulting in the return of symptoms. The issue was resolved when the patient reset the programs and learned more about the device. The patient now had it set at 2.0 and they reset it by 0.01 when it gets to be too light a signal. They had discomfort while sitting when the device was set too high and when it was too low they had to run to the toilet. They patient noted their body had gotten used to the signal which was why they felt like they had to increase it what seemed like every day. They saw their healthcare provider (hcp) on wednesday and was checked for an infection (no infection found). The patient had an appointment scheduled with a manufacturer representative (rep) later at the hcp office.

Event description:
The consumer reported that there was a sudden return of symptoms. There was no fall or trauma related to this issue. The patient was redirected to the doctor to get direction if she could change programs and how long to leave it before making adjustments. The patient planned to leave it at the setting of 1.6v on program 4 and continue tracking her symptoms. She was aware to decrease stim if it became uncomfortable. The programmer was used to verify that stim was on. When she changed to program 1, the setting was at 0.0 but she was not locked on that program because there was no check mark. She used it again and it showed the correct program and setting. There was a follow up appointment scheduled for (B)(6) 2016. Additional information from the consumer reported that she had stim pain inside where the lead was. She kept increasing the stimulation as she thought if stim was not controlling symptoms that it meant to turn it up. She was able to use the programmer to decrease stim to strong and comfortable. She no longer felt stimulation pain. Stim was on as verified by the programmer. She was on program 4 at 2.3v. It was reduced to 2.0v which was comfortable sitting, standing and walking. Prior to the return of symptoms, the patient had control. It was also noted that the patient felt stimulation in her teeth implants that she had for 20-25 years about 3 weeks prior to report, ((B)(6) 2016). The patient had an appointment with the hcp on friday, (B)(6) 2016. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.